Event description:
The pt's device was explanted due to the location of the implanted device. The device was reportedly not situated properly for use with the external speech processor. The pt's cii device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.